Manufacturer narrative:
It was reported by the hospital's risk mgr that a pt had a composix kugel explanted due to adhesions and infection. The surgeon noted that the recoil ring was intact. Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter to seek additional info and to request that the mesh be returned for eval. No operative reports or medical records, including pathology or culture reports, or lot number have been provided. The pt reportedly developed adhesions, which is a possible adverse reaction stated in the product's instructions for use. While there is no indication that the mesh was the source of the reported infection, the IFU states that if an infection develops it should be treated aggressively. It also states that an unresolved infection may require removal of the prosthesis. Without additional info, no conclusion can be drawn.

Event description:
Based on info reported to davol: ni/ni/ni -- the pt underwent an explant of a composix kugel patch due to infection and bowel adhesions. The surgeon noted the mesh ring was intact.